Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during an unspecified surgical procedure the insertion handle broke. There was no reported surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the pins of the insertion handle are broken off as complained. The review of the production histories revealed that this insertion handle was manufactured in the year 2006 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. We therefore determine this occurrence as wear after frequent use. The device is worn from normal use, the complaint is determined not to be a result of a detected manufacturer or design deficiency. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on may 18, 2016. It was further reported that the insertion handle was broken during assembly before use for insertion. No fragments were left in the patient nor was additional medical intervention required. The procedure was successfully completed.